Event description:
It was reported that the insulin pump had a frozen display and alarmed button error. A new battery was inserted and the device continued having a frozen screen and unresponsive buttons. It was stated that the battery was removed for thirty minutes and the insulin pump still was not responding, but it had a battery alarm and could not be cleared. Advised the customer to revert to back up plan. No further info was provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.